Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), the pacing impedance measurements were above 2,000 ohms with the right ventricular (rv) lead. The r-waves were also very high in amplitude. Lead measurements were taken on the pacing system analyzer (psa) and the pacing impedance measurements were at 1,500 ohms. In addition, the shock impedance measurements were above 125 ohms in triad configuration but in range when the configuration was lead to can. The physician disconnected the lead and reconnected it but the same values were observed. Boston scientific technical services (ts) was contacted and discussed having the physician disconnecting the lead again from the device and cleaning the terminal pins. Then use mineral oil on the terminal pins and reinsert back into the ports. After this was performed, the pacing impedance measurements were 1,900 ohms. The shock lead impedance measurements were between 60 to 70 ohms in triad. The device pocket was closed and shock lead impedance measurements were measured again and were in normal range. The ICD was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.